Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that as the hospital scrub tech opened final sterile package and removed the cup, a strand of the fiber metal mesh was protruding from the cup penetrated the scrub tech's glove and contaminated the cup.